Event description:
A dental implant was placed in tooth location #30 in 2003. The patient complained of intolerable pain in that area after the crown was placed. Exact etiolerable pain in that area after the crown was placed. Exact etiology unclear. Fixture integrated, but doctor removed in 2004. In 07/2004, spoke with doctor. He stated that pain subsided upon implant removal, however, patient began having pain again.